Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -7.00/1.0/077 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was removed and replaced for a shorter length lens during initial surgery due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: correction - serious injury should be corrected to malfunction in original medwatch report. Device evaluation: lens was returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. (B)(4).